Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging that the lancet in her onetouch delica lancing device was not fully penetrating. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed the alleged issue with the lancing device began approximately one month ago, exact date/time is unknown. The patient reportedly manages her diabetes with insulin based on a fixed dose and denied making any changes to her usual diabetes management routine in response to the alleged issue. Approximately one month later, the patient claimed she developed symptoms of ¿shaky, clammy skin occasionally. Despite her symptoms, the patient denied receiving any medical intervention. At the time of troubleshooting, the cca noted that the subject lancing device was not being used for the first time. The patient¿s testing technique was reviewed, but the issue remained unresolved. The correct lancets were being used. A replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged lancing device issue began.